Manufacturer narrative:
Correction: d3, g4. D3: device manufacturer name: replace baxter healthcare corporation with baxter international inc. G4: combination product: add no (previously blank). Additional information: d9, h3, h6 and h11. H11: the device was received for evaluation. A visual inspection with the naked eye identified a separation between the dark blue female connector and the light blue main body. An in lab adapter was used to connect and disconnect the adapter with no issues noted. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition of separation between the female connector and main body was verified. The reported condition of connection issue to female connector was not verified. The cause of the separation was determined to be manufacturing related due to inadequate solvent to the main body of the twist clamp. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of the minicap transfer set; further described as transfer set ¿pulled away from itself.¿ this was observed while disconnecting from a y-set after draining from peritoneal dialysis (pd) therapy. The patient was unable to disconnect the y-set from the transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.